Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. Review and eval of the event history log confirmed the error had occurred and resulted from the end user being inside the pump and applying grease on the lead screw. Necessary components were replaced and motor components updated as a preventative measure. Pump then passed all testing.